Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during operation, the ventilator rebooted and showed "system failure 12". No patient consequences reported.

Manufacturer narrative:
In the course of investigation it could be identified that the suspected device is an infinity acs workstation cc and not an infinity acs workstation nc as initially reported. The device log files have been analyzed in the course of manufacturer analysis. The logged entries confirm that the device had generated the alarm message "device failure (12)" and had performed a reboot of the ventilation unit. The logged error entries indicate that a memory located on the pba pv monitoring was not accessible within the expected time. The pba pv monitoring and the associated data cable have been requested for further analysis. Laboratory testing of both parts did not show any malfunction and the returned hardware components worked as specified. Therefore the root cause for the reported problem can be attributed to a deviation in software task processing. The device detected this software deviation and initiated a warmstart in an attempt to solve the issue. The breathing system is opened to atmosphere allowing for spontaneous breathing of the patient. This is accompanied by an audible and visual alarm as reported. No similar incidents, related to the same root cause, have been reported within the last 3 years.

Event description:
Please refer to the initial-report.